Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx with a non-medtronic 6f sheath and a non-medtronic 0.014 guidewire for the treatment of a 20-30mm soft tissue lesion in the right distal common carotid artery of diameter 7mm. The lesion exhibited 90% stenosis with no calcification or tortuosity. Device IFU was followed. The vessel was not pre-dilated. During advancement resistance was felt. The filter basket could not be advanced through the delivery catheter. When the filter was removed from the patient- the tip was detached. The tip was removed from the patient. The supplied recovery catheter was used. It is unknown if this detachment caused injury to the patient. The procedure was continued and the carotid stent was placed without filter protection as after retrieving the device (before stenting), a new formation of thrombus was observed. Decision was made to implant a carotid stent to prevent migration of the thrombus and protect the patient. Patient is reported as being alive with injury. It is reported that the patient experienced stroke during the procedure and is still intubated. The physician believes that this event is related to the patient's stroke as the deployment and positioning of the spider took a long time, it was not possible to see the markers. After the procedure, the spider system was inspected. Spider was inside the green catheter after retrieving from the patient. The physician tried to push the filter out of the green catheter, felt a little resistance at the beginning, then the filter came out. It was also detected, that the tip wire of the filter was lost. With the filter a small clot came out, inside the tip wire.

Manufacturer narrative:
Device evaluation summary: the spider fx embolic protection device and two photographic images of the spiderfx embolic protection device were received for analysis. The first image is of the floppy distal tip assembly. The ball weld appears to be intact. The coil exhibits offsets and kinks. The proximal adhesive fillet is intact. The floppy distal tip core wire exhibits several kinks and a kink fracture separation face. The second image is of the green delivery catheter end of the duel ended catheter. The filter can be seen within the catheter and just distal of the filter is a wire strand piercing the green delivery catheter. The images confirm the distal tip detachment. Upon inspection of the returned device, the distal tip had damage consistent with the received photograph. The green delivery end of the duel ended catheter was examined- approximately 6.5cm proximal of the distal tip a wire has pierced the side of the delivery catheter. The damage to the catheter is consistent with the received photograph. Just proximal to the location where the wire has pierced the side of the delivery catheter is a scratch in the delivery catheter surface. During an attempt to deploy the filter from the catheter, the distal end of filter was advanced out of the catheter but a wire strand had pierced the white tip of the delivery catheter. The filter was removed from the catheter by roll cutting the delivery catheter approximately 1cm proximal to the catheter¿s distal tip and pulling the catheter proximal out of the cut distal segment. The filter assembly was examined. All components of the distal filter assembly were accounted for. The floppy distal core wire exhibited a kink fracture separation face. If information is provided in the future, a supplemental report will be issued.